Event description:
The rptr is calling in regard to a defect noted within the lens placement system. The rptr states that the intraocular lens is foldable, and placed into an injector. During insertion, the lens either breaks or becomes bent. The rptr feels that the device should be a one set system, because the design flaw within the injector causes damage to the intraocular lens. Due to the potential for harm and the frequency of this occurrence, the rptr states that this product will no longer be used by the facility he is associated with. The rptr has contacted the MFR. The rptr states that although no injury occurred, the potential can exist if the surgeon does not realize the intraocular lens has been damaged post placement, or if a replacement intraocular lens is not readily available. The pt suffered no adverse consequence from this event. Intraocular lens insertion was completed by instruction, and it was then noted that the intraocular lens was broken. The eye was re-opened for exchange of the intraocular lens.